Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had elevated lactate dehydrogenase (ldh) levels. The first elevated ldh was in (B)(6) 2015, and the patient was started on persantine. The ldh fluctuated, but remained elevated until lvad exchange. The ldh levels just prior to exchange were ranging from the 700 u/l to 1385 u/l. It was reported that there were no other symptoms, and that ramp echocardiogram studies were all negative. All of the inr tests were in the therapeutic range with only a slight bump in creatinine level. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and approximately 10 inches of the severed portion that would have been internal to the patient was returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and cup. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined period of time while the pump was operating. The rings appeared to be of the same structure and were likely a single formation prior to disassembly of the pump. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The deposition was not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. The deposition showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present for an extended period of time while the pump was operating. The thrombus formations found in the pump could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.